Event description:
It was reported that the patient¿s battery was replaced and the patient had good coverage with no reported jolting or shocking.

Event description:
It was reported that the patient was having a battery replacement on the day of the report because the battery was showing 12-18 months left after a manufacturer representative did a battery longevity check. The representative went to turn the patient¿s device on to make sure that the left side had good coverage and checked programs a1, a2, and a3. A1 controlled the patient¿s left side and was programmed on electrodes 3 and 4. A2 was working the right side and was programmed on electrodes 0 and 1. Program a3 was on the right side and was working electrodes 8, 9, and 10. The patient was getting shocking on programs a2 and a3. When they would shut off a1 and use a2 the patient would get jolted on the right side up on their shoulder. On a3 the patient would get jolted in the lower arm. Program a2 was supposed to be left lead stimulation but was working on the patient¿s right side. The representative checked the impedances and they were fine. No falls or trauma were reported with the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that when the patient was able to charge the stimulation it was controlling their left arm well but was not controlling their right arm as well. It was suspected that there was a failure of the battery since the patient was experiencing regular jolting sensations into both of their arms. Reprogramming was performed and x-rays were taken. They were planning to replace the patient¿s battery and the patient was following up with a surgeon. The cause of the event was not determined. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot # n263775, implanted: (B)(6) 2010, product type accessory; product ID 37752, serial # (B)(6), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3550-39, lot # n310992, implanted: (B)(6) 2012, product type accessory; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3776-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. The shocking or jolting started 2-3 months prior to the report and occurred gradually. The shocking was not prompted by a fall or trauma. The patient¿s left side, electrodes 0-7, were working properly but the patient¿s right side, electrodes 8-15, were jolting when the stimulation became perceptible. The only way to solve the issue was to turn the right side off. Impedance testing on electrodes 8-15 showed impedances around 500-600 and nothing showed out of range. They were using electrodes 8, 9, and 10 and when group impedances were done they showed a1 500 ohms and a2 508 ohms. The patient had an x-ray about two months prior to the report and didn¿t show anything outright when compared against historical x-rays. It was further reported that the patient was being seen by the implanting physician during the week of the report. A manufacturer representative was going to be present at the appointment when a determination would be made regarding a replacement. It was further reported that the patient used to use amplitude around 3 volts but at the time of the report could not tolerate more than .2 or .3 volts. The issues started gradually. The impedances looked good. They tried different programming options using the entire lead. The intense stimulation sensation was now affecting the patient¿s left side. The shocking was at the lead location. The patient was also charging more often. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).